Manufacturer narrative:
10/09/25 evaluation tech: mtk. Xjh ft cntrl,cable,recep damaged. No operation due to a bent connector on the footswitch cable. Sterimate is corroded causing no activation. Water supply hose missing black sleeves to secure tubing to filter luers, debris buildup in the water filter. Cracked safety cover. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select g124 they allege that they have no water and the handpiece is hot; no injury resulted.